Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned breathing circuit was submerged in a water bath to test for leaks. Results: our testing revealed that there was a leak between the bowl and lid of the breathing circuit water trap. A lot check revealed no other complains of this nature. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested during production. All breathing circuits which fail the pressure test are rejected. This suggests that the leak developed post-production. A ventilator alarm will alert the user to a leak, allowing them to replace the breathing circuit according to their procedures. The user instructions that accompany the device state: check all connections are tight before use; set appropriate ventilator alarms. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt105 adult inspiratory-heated breathing circuit had a water trap leak. No pt consequence was reported.